Event description:
It was reported the patient complained of discomfort at the anchor site. The physician took the patient to surgery on (B)(6) 2013 and moved the anchors deeper into the muscle.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.